Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurately low by 100 points when compared to fingerstick values on (B)(6) 2014. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.